Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an allergic reaction under the therapy electrode pads described as red and itchy skin. The patient consulter her physician who prescribed an ointment. Follow-up indicated that the irritation became better with use of the ointment.